Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 lead (B)(6) 2009; 5554-53 lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was found to have high pacing thresholds. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.